Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having high blood glucose of 477mg/dl. The customer experienced symptoms of thirsty and frequent urination. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Reviewed the alarm history and found low reservoir alarms. The customer stated that the drive support cap was loose. Assisted the caller to run a manual prime test and the insulin did exit. No further information was provided.